Event description:
Healthcare professional additionally reported "leaking around/from valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination of the valve and fold creases. A leak test and microscopic analysis was performed which identified total delamination of the valve. Based on the device analysis, the final assessment is total delamination of the valve due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.